Event description:
It was reported that the inserter was received broken.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Corrected information: h3. Yes h6. Investigation findings: 3189 investigation conclusions: 4316 device evaluation: the device returned for evaluation. Visual inspection confirms the distal prong is fully intact and not broken off. Based on the new information provided, the complaint is not reportable.